Manufacturer narrative:
During an axillary node dissection a patient received a burn from the electrode blade. The surgeon was dissecting deep into the wound and the coated tip of the blade burned the patient's skin. Additional tissue was excised due to the burn. The coated tip was returned but not the pencil it was seated in during the procedure. The coated tip was placed in a pencil from stock and tested in both the cut and coag modes using varied generator settings and cycles. The complaint was unable to be duplicated. The coated tip functioned as intended, since the pencil was not able to be evaluated, we cannot determine if the tip was seated correctly or affected by fluid. Due to the reported burn this medwatch is being filed.

Event description:
Patient suffered a burn from the electrode blade.